Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I didn't react as jewelry with nickel had me itching in minutes to hours') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and pruritus ("I didn't react as jewelry with nickel had me itching in minutes to hours"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the allergy to metals and pruritus outcome was unknown. The reporter considered allergy to metals and pruritus to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: allergy to metals, pruritus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('I didn't react as jewelry with nickel had me itching in minutes to hours') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and pruritus ("I didn't react as jewelry with nickel had me itching in minutes to hours"). The patient was treated with surgery (hysterectomy). At the time of the report, the allergy to metals and pruritus outcome was unknown. The reporter considered allergy to metals and pruritus to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: allergy to metals, pruritus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case was upgraded to serious incident. Essure removal details were added. Reporter information was added. Follow up 3 and 4 processed together. On 23-mar-2020: social media received. Reporter's information added. Follow up 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.